Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have had manufacturer representative reprogram them twice and both times rep only programmed the lower lead, not the upper lead which patient stated is most important to them. Patient stated katie told them that sometimes you don't feel the stimulation but it's still working, but patient stated that is not true because when they do dishes their back is still in pain and they do not feel anything. Patient stated the ins has been useless to them and they need any kind of pain relief. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue. Patient stated hcp office had indicated they would reach out to reps in the beginning of august, but instructed patient to call manufacturer if they hadn't heard back. Agent emailed reps for visibility. Patient mentioned they have an office visit with healthcare provider on the 12th of next month at 9: 30am at the snellville office. Patient expressed their frustration and mentioned they have had other stimulators in their back, so they know what to expect and how it should feel are not new to this.